Manufacturer narrative:
E1: (B)(6). H.6 investigation summary: bd received 1 photograph from the customer for investigation. Visual examination of the photo revealed a missing label from the tube. The device history records were reviewed with no issues identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for missing label. Bd was unable to identify a root cause for indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported prior to use of bd vacutainer® urine analysis preservative tube one tube had no label. There was no health impact or consequences reported.